Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that they were seeing air bubbles in the tubing and the pump was not alarming. They stated that they had blood back up into the tubing while they were experiencing this issue and did eventually take the patient to the hospital. They stated they didn't feel that they had proper instruction and had requested another nurse from their provider to receive instruction. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint and that they were doing well. No other information was provided. [(B)(4)].